Manufacturer narrative:
Customer did not provide serial number.

Event description:
The customer returned an extra heartstart xl battery with no malfunction reported. Failure analysis resulted in a failed capacitance test. There was no reported patient involvement.